Event description:
We use a vicks humidifier which is advertised and sold at (B)(6) because it has a star night light. The humidifier works fine, but the handles pop off. I found my (B)(6) with the handle in his mouth and he was able to break off the plastic connection piece and almost choked on it. I was able to get it out of his mouth in time. These handles should not be so easily removed. Incident location: home/apartment/condominium - (B)(6), united states. Purchase date: (B)(6) 2016. (B)(4).